Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy the device locked onto the cervix and could not be detached. The cervix was torn to release the device. Floseal was used to help stop the bleeding, which was not significant. No blood products were used. Another device was used to complete the case. The pt was reported to be stable and doing well after the procedure.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws stuck closed and the blade visible. Upon eval, the jaws would not respond to the trigger. Electrical testing could not be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted. The instructions for use state: "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt."